Event description:
It was reported that a spectrum iq pump overinfused during therapy containing potassium chloride. The volume to be infused was "114" and was changed to "104". The bag was found to be empty and there was no fluid on the floor. There was no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.